Event description:
It was reported that: "had to balloon after device was deployment". Additional information: clinical specialist clarified that the ptca balloon was due to a vessel dissection during a tavr procedure. Access, using a micro puncture kit and ultrasound, was through the mid left common femoral artery (cfa) after 1 attempt. There was mild posterior calcification at access site, no issues reported advancing or withdrawing sheaths. Both heparin and protamine were given during the procedure. The measured dept for the device was 6.5 and the device was deployed at the measured dept, hemostasis was immediate. The surgeon used a balloon because of a partial occlusion, non flow limiting. Patient was reported as fine post procedure.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team indicating the radiopaque lock positioned proximal to the bifurcation, minor blockage of flow at the access site, balloon inflations applied, and flow return. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. Patients bmi was 45 and activated clotting time (act) prior to closure was high out of range, 70mg protamine was administered. Arteriotomy was 6.7mm x 7.1mm, mild posterior calcification, with a depth measurement of 6.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment hemostasis was immediate on the surface. A post deployment angiogram revealed a non-flow limiting partial occlusion. Balloon inflation was applied, and flow was restored. The root cause of the partial blockage of flow requiring balloon inflation could potentially be due to the combination of an access being positioned proximal to the bifurcation, high patient bmi, and calcium present possibly interfering with proper deployment positioning and technique. However, due to insufficient information regarding initial and deployment procedures, patient conditions and environment, and no device submitted for investigative purposes, the root cause remains undeterminable. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel; and do not use if the patient has marked obesity (bmi >40 kg/m2). Procedural requirements state act should be below 250 seconds prior to closure. The severity of harm is ranked as a 4 due to ballooning was applied to treat the occlusion, which covers this incident.